Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp) that was explanted due to unknown reason. A new ipp consisting of a reconnected pump and 21 cm x 12 mm and a 100 ml reservoir was implanted no patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to fluid loss at an unknown location. There were no further patient complications.